Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue could not be replicated by analysts. No issues were found with programming the device's delivering rate. The pump was tested and was found to be functioning properly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use, a smiths medical cadd duodopa pump was found to be set on continuous rate of 3.9 instead of the correct rate of 3.8. Subsequently, dosing was corrected to 3.8 but the patient "protested against the change to 3.8 as he feels much better with 3.9". The reporter indicated that a home visit is scheduled for the patient. No adverse effects were reported.